Event description:
It was reported that while preparing for surgery it was noticed that the splash shield cone was broken off the handpiece. There was no surgical delay and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow up report will be submitted after the quality investigation is complete.